Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had her knee replaced recently and did not achieve a full range of motion and had some fibrosis around the knee. The surgeon did a poly change where the insert was swapped out with a new sz 3x5mm attune cr insert. The femoral, tibial, and patellar components were left in situ. Original implant date unknown. Doi: unknown dor: (B)(6) 2021 left knee.